Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No prime anomalies noted. Device was monitored for several days and no unexpected delivery of bolus anomaly was noted. Device received with minor scratched display window and case. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 17, 36, 50, and 54 mg/dl at the time of the incident. The customer had a car accident due to a low. The customer was at 120 mg/dl at the time of the call. The customer was given glucose tablets, juice, and food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer had lows of 54 mg/dl 3 times in the previous 3 weeks. The insulin pump will be returned for analysis.